Event description:
The customer observed an increase in false repeat reactive results for the alinity I anti-hcv and alinity I htlv assay generated on the alinity I processing module. The customer performed the repeat test in duplicate. Both readings showed low reactive readings and were sent for confirmation, returning negative results. The customer indicated that they sent twice as many samples for confirmation as they normally do, and all of them came back negative. No impact to patient management was reported.

Manufacturer narrative:
A complaint investigation was conducted for the alinity I processing module, serial number (B)(6) to address the customer¿s observation of false reactive results. The alinity I processing module (03r65-01), serial number (B)(6) was inspected, and multiple troubleshooting procedures were performed including cleaning of parts, probe adjustment and water quality testing. The instrument service history review revealed no additional tickets related to erratic/discrepant results. A review of tracking and trending did not identify any trends regarding the customer reported event. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and adequately addressed the issue under review. Based on the investigation, no systemic issue or deficiency was identified.